Event description:
A patient underwent a a therapeutic sgd procedure for hemostasis within the duodenum. The resolution clip device was not able to exit the sheath. The clip could not be deployed. A subsequent clip resulted in the same issue (please note associated medwatch 6000048-2006-00203; attached). The patient did not sustain any reported complications or ill effects as a result of the deployment issue. The patient condition is noted as fine upon completion of this procedure.